Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v182143, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an abandoned lead. The lead was broken and part of it was removed. No patient complications were reported as a result of this event.